Event description:
(B)(4).

Manufacturer narrative:
On july 13, 2015, it was prepared a final report with the information collected during the investigation, already reported in the initial report and here above. On july 15, 2015, the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 12 may 2015. Lot 131827: (B)(4) femurs manufactured and released on 09 july 2013. No anomalies found. To date, (B)(4) items of the lot have been already sold without any similar issue reported. Lot 133120: (B)(4) tibial trays manufactured and released on 13 september 2013. No anomalies found. To date, (B)(4) items of the lot have been already sold without any similar issue reported. Lot 134889: (B)(4) inserts manufactured and released on 13 january 2014. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar issue reported. On 22 april 2015 the r and d (B)(4) checked the pictures received, reporting that: from the pictures I can observe the absence of cement on the implant surface. This is a case of cement loosening. The root cause in not identifiable from the pictures. On 01 may 2015 the (B)(4) made the following analysis: the pictures show total absence of residual cement from implant surface. Notably, this happened both on tibial and on femoral component. This finding makes me inclined to think that some sort of problem may have happened with cement preparation, or with the cement itself (perhaps during stockage or transportation), because it is very unlikely that any possible problem related to the prosthetic component may belong at the same time to tibia and femur.